Event description:
It was reported that the customer experienced a blood glucose (bg) level of 59mg/dl, cause was unknown. Reportedly, the customer consumed carbohydrates to address bg level. Customer went to the emergency room and was discharged three hours later with no permanent damage. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.